Manufacturer narrative:
Updated fields: b4, g3,g6, h6 (type of investigation, investigation finding, conclusion), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. The trend review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1 full event site name is (B)(6) hospital. The lot number and product details are inaccurate/incorrect, we are following with the customer for the details, therefore UDI and other product specific details are not included in the emdr. A supplement report will be submitted upon received the info. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that during intra aortic balloon (iab) therapy balloon ruptured while on patient, blood back via helium line. Patient involved but no patient harm.